Manufacturer narrative:
G4:17dec2020. B4:22dec2020. The customer reported that the data acquisition board was replaced to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
It was reported that the ventilator had an error code indicating machine and proximal pressure sensors failed. There was no patient involvement.